Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the infusion set. The customer's blood glucose reading was 130+ mg/dl. The customer stated that she had 4 soft sets and could not get insulin through the tubing. The customer stated that the needle seemed to be clogged on the tubing connector. The customer stated that when she pushed the reservoir onto the tubing it felt tight. The customer was advised to monitor the issue. The customer was advised to call back to have replacement sets sent.